Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) stated that the customer called to report that she was unable to issue a medication. Then tss remoted into the station and found that the item for the patient was in a requested status. Tss informed customer that medications in this status cannot be issued and referred her to the pharmacy for requested status approval. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the customer was unable to access/issue the medication. There were no adverse events or injuries reported based on this event.